Manufacturer narrative:
The product was returned and the failure mode was confirmed. During inspection of the 10mm, 33cm ratcheting handle, dings and scratches were noticed throughout the shaft of the device. Also noticed, was a large crack in the insulation at the distal end of the shaft. The probable root cause/s could be normal wear or user mishandling, due to dings and scratches being noticed throughout the shaft of the device. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation had been compromised.